Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initially reported condition of the attachment device unable to attach to the motor device and the motor device not engaging the attachment was not confirmed. Therefore, an assignable root cause was not determined. However, the reported conditions of heat and unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cord, flex circuit, and cable of the motor device were damaged. It was further observed that the device generated heat and had foreign substance/debris/cleaning/sterilization, and unintended activation/motion. It was determined that the labeling was illegible etching, the device had fluid damage caused by incorrect reprocessing, and the hose was also damaged. It was further determined that the device failed pretest for visual assessments, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment and handpiece temperature assessment. It was noted in the service order that the attachment device could not be attached to the motor device. It was further reported that the motor device could not engage or hold the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.